Manufacturer narrative:
E.1: initial reporter phone #: (B)(6). E.1.initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, the customer found the bottom of the tube ruptured causing blood to splash into the centrifuge. No patient or user impact reported.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, the customer found the bottom of the tube ruptured causing blood to splash into the centrifuge. No patient or user impact reported.

Manufacturer narrative:
Investigation summary - status: confirmed parent ID; (B)(6). Catalog number: 367968 batch number: 4247758 the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Two customer photos were received for review and analysis. The customer reported defect is seen in 1 of 2 photos. Therefore, bd is able to confirm the customer reported defect of broken/ leaking tube via customer photo analysis. Additionally, 30 retain samples were subjected to a visual inspection for damages. 0 of 30 samples failed for the customer reported defect. Therefore, bd is unable to duplicate the customers reported defect based on retain sample analysis. 10 retain samples were also subjected to a visual inspection for brittleness. 0 of 10 samples failed. Therefore, bd is unable to duplicate the customers reported defect based on retain sample analysis. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor to broken/leaking. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.